Event description:
At about 1 year and 3 months from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert with a thicker one (from 11 mm to 17 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 september 2023. Lot 2011063: (B)(4) items manufactured and released on 14-dec-2020. Expiration date: 2025-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.